Event description:
Following the fourth treatment pass with the diamondback coronary orbital atherectomy device persistent slow flow was observed. Nitroglycerin and adenosine were administered to restore flow. The patient was discharged the same day.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Per the physician, the slow flow event was not related to the orbital atherectomy device, however the rationale for the physician's opinion could not be obtained following follow-up attempts. If additional information is received, a supplemental report will be submitted. (B)(4).